Event description:
After medical review of f/u received on this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. Initial info for this non-serious spontaneous report (local reference number (B)(4)) was received from a doctor was combined with add'l info received in the form of a pharmaceutical technical complaint (ptc) regarding poly-l-lactic acid (sculptra) (B)(4). This case involves a (B)(6) female pt who commenced treatment with intradermal poly-l-lactic acid (sculptra) for 3 session on (B)(6) 2011 for a cosmetic indication. The injection sites were nasolabial folds, temples, marionette lines and cheek lines. For each treatment, poly-l-lactic acid was reconstituted with a 5 ml of sterile water and 2 ml of lidocaine x 2. Lidocaine/prilocaine (emla) 10 g was used as local anesthetic. Cross hatch and depot technique were used with hydration time as 2 weeks. Massage done during treatment and then by the pt. The other suspected drug was naproxen. On (B)(6) 2012, the pt developed hard swelling at the injection sites on her face after taking a higher dose than prescribed naproxen. The pt was prescribed one naproxen tablet daily for a neck injury, but due to lack of effect, the pt took 3 tablets in one day. The hard lumps were all over the face in areas where poly-l-lactic acid injected and with no signs of inflammation and not a nodule/papule-like event. There was no evidence of a systemic process or permanent impairment of a body function/body structure. The event was not characterized as "protracted" or "prolonged" with no biopsy performed. The pt had been given antihistamines (nos) as corrective treatment but with no improvements was reported. The pt was treated with prednisolone 30 mg once daily for 7 days and all the lumps had gone after 3 days. No surgical intervention needed. Relevant medical history includes a neck injury (nos). The pt has fitzpatrick skin type ii with no history of immunological or collagen-vascular disease. Concomitant medications included lidocaine and lidocaine/prilocaine. Corrective treatment: antihistamines, prednisolone. Action taken to poly-l-lactic acid: not applicable. Action taken to naproxen: unk. Outcome: recovered (date not reported). Reporter's causal assessment: not provided. A pharmaceutical technical complaint (ptc) was initiated for poly-l-lactic acid with conclusion pending. Complaint sample was not available. Add'l info received on (B)(6) 2012: case upgraded to serious due to corrective treatment with prednisone. Event outcome updated to recovered from unk. Add'l info received on (B)(6) 2012 from a nurse practitioner. Poly-l-lactic acid treatment detail, dates and sites added. Event detail was provided. Medical history updated.